Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal stricture dilatation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the anastomosis stricture was dilated with a cre dilatation balloon; however, the center part of the balloon was not fully inflated only the sides were totally inflated. It was reported that there was a waist with the inflated balloon in the target stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of balloon inflates in an irregular shape. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.